Event description:
The following has been reported:biomed reported: product issue: will not read cassettesn: (B)(4).description of issue: attempted to run test infusion after cleaning pins and sensor. The pump would not recognize cassette, using a known working cassette.date and time issue occurred: unknown.patient harm or delayed infusion: not reported.a preliminary review identified the following issue: mechanical hardware failure (av sticky valve)unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation.